Manufacturer narrative:
UDI not available as product was manufactured on or before (B)(6) 2014.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented for a generator changes procedure. During procedure, it was noted that the right ventricular (rv) lead exhibited failure to remove from the pacemaker which led to operation issue. The rv lead was explanted and the pacemaker was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of could not remove the ventricular lead was confirmed. Analysis revealed that calcified blood was filling the ventricular setscrew inset and prevent the wrench from engaging the setscrew inset to untighten the setscrew. The removal of the calcified blood led the wrench to untighten the setscrew and the lead can be removed. The cause of the reported event was due to calcified blood in the setscrew inset. No other anomalies were found.